Manufacturer narrative:
. Section e1: initial reporter: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after implantation of a preloaded toric intraocular lens, the surgeon discovered scratches on the optic. The lens was explanted during a secondary surgery and replaced with another lens. No further information was provided.